Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an alert for shock impedance high out of range greater than 125 ohms. It was noted that there had already been one alert for the same issue six months earlier, and has been ranging from 112 - 130's for past year. The other lead measurements were stable and there were no events with noise. The patient had appropriately detected and treated event of ventricular fibrillation (vf) on (B)(6), 2018, where impedance for 36j shock was 71 ohms which was normal for single coil lead. The device system remains in-service, and the plan was to monitor at this time. No adverse patient effects were reported.